Event description:
Information received by medtronic indicated that the back of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located at the back of pump(crack) found on (B)(6) 2021. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / force sensor].¿successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 08/10/2021 12:30pm. Force sensor zero offset (within) specification (27.1mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, cracked battery tube threads, cracked case on the battery tube side, and partially broken retainer ring. Cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Critical pump error (open book image) alarm and pump error 35 confirmed due to moisture damage at force sensor.